Manufacturer narrative:
One fast-cath¿ trio hemostasis introducer, cath-lock¿ locking hub, 12 cm sheath, 12 f was received for investigation. The sheath hub separated from the sheath tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing detachment is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the sheath of the introducer dislodged from the hub. The procedure had finished and the detachment was noted after withdrawing the sheath from the patient. There were no patient consequences.